Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received medical attention due to low blood glucose of 22 mg/dl. The customer called 911 and was advised to go to the hospital. The customer was not wearing the insulin pump at the time the incident; he had just received the insulin pump and had not started using it. Customer went to the hospital but was not admitted.